Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was leakage at the 3-way connector of the external drainage and monitoring system. Leakage was either in the needless injection site or in the connector to the patient. The nurse tried to tighten the connectors, but the leakage continued. The drainage system was changed to a new one. There were no environmental/external/patient factors that may have led or contributed to the issue.